Event description:
It was reported that the pt underwent immediate bilateral breast reconstruction with expander and alloderm rtu on (B)(6) 2011. The physician reported that the pt presented with significant cellulitis after removal of the drain the previous day. She was treated with IV vancomycin and had some response but the cellulitis did not clear. On (B)(6) 2011, the expander and alloderm rtu were removed. There was purulent fluid between the graft and the skin, not in the deeper pocket where the expander was. Culture was positive for (B)(6). The alloderm rtu used in the opposite breast was from a different lot. Investigation into lot b41430r included as follows: review of the donor eligibility and recovery records with no remarkable findings. Review of microbiological testing results for incoming skin with a confirmation of no growth identified in cultures. Microbiological cultures are not performed on the final product as alloderm rtu is a terminally sterilized product. Review of the lot processing records with no remarkable findings. Query of lifecell's complaint management database revealed two other complaints against this lot. One was for wrinkled product and the other was reported by the same physician at the same time as this complaint (refer to mw report 1000306051-2011-00118). (B)(4). The tissue recovery partner was queried for other complaints against the donor lot and confirmed that there were no other issues or complaints received in relation to this donor. Based on internal investigation into the complaint-related lot, including micro test results, terminal sterilization process, and no other infection complaints against the lot, this is unlikely to be related to the alloderm rtu graft and most likely a post-surgical infection. (B)(6) is the most common micro-organism isolated in breast surgery surgical site infections. Initial reporter: dr. (B)(6).